Manufacturer narrative:
Date of event: event date is estimated.

Event description:
It was reported that the patient was experiencing ineffective stimulation with their scs ipg. Surgical intervention was undertaken and the ipg was explanted and replaced for a drg ipg.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.